Event description:
It was reported the pump had a motor issue. No patient injury was reported. No additional information is available.

Manufacturer narrative:
Other, other text: while performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0182151 is no longer considered reportable, please disregards any reports associated with it. Jzins.